Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed high resistance/impedance with patient alert for out of tolerance sub-threshold lead impedance on (B)(6) 2012. Weekly pace lead impedance trend data shows a gradual increase for max ventricular pace bi impedance equaling 855 to 3078 ohms range between (B)(6) 2010 and (B)(6) 2012. Also, varying resistance/impedance weekly hv (high voltage) lead impedance trend data shows varying impedance increases for min and max svc (superior vena cava) defib impedance equaling 64 to 154 ohms range between (B)(6) 2010 and (B)(6) 2012. There was oversensing with ventricular nst (non-sustained tachycardia) equaling 180 ms on (B)(6) 2010.

Event description:
It was reported the right ventricular (rv) lead pacing impedance had been rising for several months to greater than 3000 ohms. Also, the rv lead pacing threshold was up to 3 volts at 1.3 milliseconds and there was possible exit block. It was also found that the high voltage bottom and superior vena cava coils of the rv lead had highly erratic impedance. It was also reported that rv coil showed lots of "chatter" and the optivol trends were highly variant. When the pocket was opened, it was observed that the rv coil pin was not fully seated in the device header. The rv lead pace/sense portion was capped and replaced and the high voltage portions of the rv lead remains in use. No patient complications have been reported as a result of this event.